Manufacturer narrative:
Device not returned.

Event description:
It was reported that the customer experienced a "high" blood glucose (bg) level. A specific bg value was not provided. Reportedly, the customer used off-label insulin. Tandem technical support educated the customer on insulin labeling. A bolus was delivered to address bg level. Recommendation was made to discuss diabetes management with a health care professional.